Event description:
It was reported that this device was in safety mode. Technical services (ts) noted that the device should be replaced. Ts discussed that the device was able to provide pacing support even if resets are found. No adverse patient effects were reported. Additional information noted that upon explant moisture/blood was seen in the device header. It was also noted that a connection issue was seen on the right atrial port, as the lead was loose upon explant. The device will be returned.

Event description:
It was reported that this device was in safety mode. Technical services (ts) noted that the device should be replaced. Ts discussed that the device was able to provide pacing support even if resets are found. Additional information noted that upon explant moisture/blood was seen in the device header. It was also noted that a connection issue was seen on the right atrial port, as the lead was loose upon explant. The device was explanted and returned.no adverse patient effects were reported. A high powered visual inspection of the device header and lead barrels noted no irregularities. There were trace amounts of body fluid in each lead barrel, but each setscrew seal plug was verified to be intact. Laboratory analysis confirmed that the device was in safety mode. Laboratory analysis also confirmed a memory corruption error had occurred while the device was implanted. After the memory corruption was corrected, the device reverted to normal operation. The device passed returned product testing and paced and sensed normally. Testing could not determine what caused the memory corruption in this device.